Manufacturer narrative:
The investigation determined that unexpected reactive vitros (B)(6) results were obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. It is possible that the patient involved was in early onset (B)(6) antibodies were present in the sample but not detected by the vitros (B)(6) total assay, though this could not be confirmed. In addition, an unknown sample interferent could not be rule out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained unexpected reactive vitros (B)(6) results (1.54, 1.58 s/c) from a single patient sample processed on the vitros eciq immunodiagnostic system. The reactive vitros (B)(6) results were considered to be false reactive based on negative vitros (B)(6) total results obtained from the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected reactive vitros (B)(6) results were not released out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).